Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak from the reservoir. Customer's blood glucose level was unknown. Customer advised the insulin pump was exposed to moisture via reservoir leak. Customer declined to troubleshoot the reservoir leak. The reservoir will be returned for analysis.